Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 2000 mg/dl. Customer¿s current blood glucose is 484 mg/dl. Customer reported that insulin pump stopped functioning correctly and so they stopped using the device. Customer reported that they was taken to hospital for diabetic ketoacidosis and they turned off the device and when turned it back on it went to a different screen and could not get full functionality of the device and it just kept wanting to restart to insert date/time and put in new settings and then go back off and go back through the same process. Customer reported that they went to hospital for nausea, vomiting and high blood glucose and found unconscious. The customer experienced symptoms such as nausea and vomiting. The customer was treated with levimur and humalog through IV drips and then given subcutaneously and current blood glucose being treated with humalog through a sliding scale. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer was off the device prior to hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.